Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1320835. Medical device expiration date: 30-nov-2026. Device manufacture date: (B)(6) 2021. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd nano¿ 2nd gen pen needles from lots 1320835 and an unspecified lot had issues with clogging during the injections, and the pen jamming during use. The following information was provided by the initial reporter: "consumer reported needle clog during injection, stated that the pen jams at certain points. Consumer stated that the issue involves 3 boxes, lot and product numbers are not available for two of the boxes. Consumer states that the product is the same (320550) consumer does not re-use."

Event description:
It was reported that an unspecified number of bd nano¿ 2nd gen pen needles from lots 1320835 and an unspecified lot had issues with clogging during the injections, and the pen jamming during use. The following information was provided by the initial reporter: "consumer reported needle clog during injection, stated that the pen jams at certain points. Consumer stated that the issue involves 3 boxes, lot and product numbers are not available for two of the boxes. Consumer states that the product is the same (320550) consumer does not re-use."

Manufacturer narrative:
Investigation summary customer returned (15) open 32gx4mm bd pen needles without inner shields or outer covers attached. The customer reported a needle clog during injection and stated that the pen jams. The samples were examined, and it was observed that 2 pen needles featured a bent non-patient end (npe) cannula. No evidence of manufacturing defect was observed. The remaining 13 pen needles exhibited no damage to the npe cannula and were tested for flow using a test pen injector: all 13 samples were able to expel properly. The bent npe cannulas would prevent proper flow through the pen needles, hence, the customer would think that the pen needles were clogged and that the pen was jamming. Since all 13 pen needles were returned after use, the probable cause of the bent npe cannulas is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause for this issue is user related. The npe cannulas were bent after the user handled the pen needles.